Event description:
It was reported that the user experienced two low glucose events, with reported readings of 50 and 68 mg/dl, and self-treated with oral glucose tablets; blurred vision occurred during the first event, and the user was unsure of the cause. Symptoms included blurred vision associated with hypoglycemia. Outcomes included resolution of both events after oral glucose administration, without hospitalization. Investigation included case review and troubleshooting education. Investigation of this case revealed no device malfunction reported or confirmed and no device component issue identified, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.